Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the connection are disconnecting where the stopcocks connect to the IV tubing. It was reported that a set disconnected in the or leaking an antibiotic on the floor. The nurses in the pre op and or are instructed to double check the connection to make sure they are tight prior to use.